Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint to perform failure analysis. The unit was analyzed, but failure analysis could not replicate the reported issue. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. A testing vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Additionally, the unit was found to have cracking near instrument port on the front bezel. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report an e-100 system message. The tse reviewed the error logs which showed 25913 error pointing to a non-recoverable e-100 error. The tse had the customer reboot the e-100 with no change. The tse then suggested to power down the e-100 again and cycle the breaker. The customer was not willing to do this at the time of call and will try in between cases. The customer was continuing with the procedure. The procedure was completed with no reported injury.